Event description:
It was reported that there was possible contamination of bd bactec¿ plus aerobic/f culture vials (plastic) as there was an increased in the recovery of paenibacillus urinalis during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was an increase in recovery of paenibacillus urinalis from aerobic plus vials (442023).

Manufacturer narrative:
H.6. Investigation: customer reported a possible contamination issue. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. No trend has been identified for this defect. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was possible contamination of bd bactec¿ plus aerobic/f culture vials (plastic) as there was an increased in the recovery of paenibacillus urinalis during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was an increase in recovery of paenibacillus urinalis from aerobic plus vials (442023).